Event description:
Caller states that they tested back to back on the same device with the following results: 78mg/dl and 193mg/dl. No adverse event reported. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.